Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise and oversensing, while sitting in a chair. It was noted that the smartpass feature of this s-ICD was disabled. Additionally, multiple untreated episodes were observed due to noise. Non physiologic noise was observed on previous atrial fibrillation (af) events. This patient has a leadless pacemaker and this s-ICD system. The health care professional (hcp) noted the electrode appears close to the sternal wires at xyphoid when reviewing the previous x ray. Technical services (ts) recommended additional x ray imaging and to program to secondary vector. An x ray was performed which confirmed the sternal wires were on or near the sense b electrode and pin is fully inserted. This s-ICD remains in service. No adverse patient effects were reported.